Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced an arrhythmia. This device successfully provided a shock which accelerated the rhythm to ventricular fibrillation (vf). The second shock successfully converted. Technical services (ts) discussed programming optimization. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced an arrhythmia. This device successfully provided a shock which accelerated the rhythm to ventricular fibrillation (vf). The second shock successfully converted. Technical services (ts) discussed programming optimization. This device remains in service. No adverse patient effects were reported.